Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 20 mg/dl at the time of the incident. The customer had changed their set before going to bed. The customer was given orange juice, intravenous fluids, and shots to treat. The customer experienced symptoms such as a diabetic seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic directly. The infusion sets the customer was using were part of the recalled sets. The insulin pump will not be returned for analysis.